Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse stopped using the powerloc to the patient because the needle was loose. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a ¿loose needle¿ is inconclusive due to poor sample condition. One 20 ga x 0.75 in powerloc swis w/ysite was returned for investigation. The safety mechanism was not activated. No apparent evidence of use was observed. The needle was observed to be stable with the yellow barbs locked in with the clear housing. Excessive manipulation of the yellow connecting hinge and clear housing resulted in the safety mechanism partially dislodging. The safety mechanism was able to be assembled back into place. The safety mechanism was able to be fully activated. No issues were observed. The condition of the infusion set prior to package opening and how it was handled during use is unknown; therefore, the complaint is inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the nurse stopped using the powerloc to the patient because the needle was loose. There was no reported patient involvement.